Manufacturer narrative:
Patient information is unknown. This report is for a maxillary distractor - unknown lot; unknown part. UDI number is unknown. The device was not implanted. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device was prepared for jaw-abnormality extension surgery for upper jaw fracture on (B)(6) 2018. Preoperatively, the main body of a maxillary distractor was manually bent and broke. The surgery was finished without a delay. There was no harm to the patient. This complaint involves one (1) device. (B)(4). This report is for a maxillary distractor.

Manufacturer narrative:
Date device returned to manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device broke preoperatively; device not considered implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that there was 10-minute surgical delay due to the reported event. No fragments were generated and no other medical intervention required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Sterile part 288.026s, lot l019788: manufacturing location: selzach. Supplier: frueh ag. Release to warehouse date: june 14, 2016. Expiry date: june 01, 2026. Non-sterile part 288.026, lot 5407002/7993528: manufacturing site: brandywine. Release to warehouse date: may 24, 2007. No non-conformance reports were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: this complaint is confirmed, as the returned 10+ year old single use implant was received in 2 pieces (threaded shaft separate from distractor housing). The housing is deformed enough to cause the internal threaded shaft to be released. Therefore, this complaint is confirmed but for the failure mode of falling apart, rather than broken. The returned distractor body is an implant used to gradually advance the maxilla utilizing a lefort I osteotomy in the depuysynthes maxillary distractor system per technique guide. Tabulated product drawings for the family of maxillary distractor bodies was reviewed during this evaluation. No product design issues or discrepancies were observed. A dimensional inspection of features relevant to this complaint on the returned 10+ year old single use implant could not be accurately obtained due to the post manufacturing damage. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Based on the information provided in the complaint description it is not possible to determine a definitive root cause for the complaint condition, however based on inspection of the returned part it is possible that the damage was a result of exposure to excessive forces while using the alignment rods. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.